Event description:
The customer reported and ops check failure.

Manufacturer narrative:
(B)(4): the customer reported and ops check failure. The device was evaluated at the philips repair bench and the symptom was verified. A therapy capacitor malfunction was identified. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.